Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a superficial tumor resection surgery procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent superficial tumor resection surgery due to "facial epidermal cyst". During the surgery, subcutaneous suturing was performed with suture, and then the epidermis was sutured again. During the epidermal suture, the problem of pulling off suture needle happened. It was found that the needle was intact and there was no residue in the tissue. New suture was immediately used to suture the epidermis. No adverse patient consequences were reported. Additional information was requested.